Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee scope, when the firstpass mini was introduced and the suture was passed, the capture gate for suture came away into joint. The small piece was recovered. The procedure was completed with a smith and nephew back up device. No delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information on b5.

Event description:
It was reported that, during a knee scope, when the firstpass mini was introduced and the suture was passed, the capture gate for suture came away into joint. The small piece was recovered with a grasper. The procedure was completed with a smith and nephew back up device. No delays or other complications were reported.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that excessive force can result in device damage. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.